Event description:
A customer reported to baxter (B)(4) of an il basic vented set in which there was an issue establishing flow during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. The customer then explained that they have been opening and closing the duo-vent a few times and that has been helping to re-establish flow to the set. The customer reported lot number of st11g082 which is invalid. No additional information is available.

Manufacturer narrative:
(B)(4). The actual defective sample was discarded due to blood contamination; however, 2 companion samples are reported to be available. A batch review could not be completed as a valid lot number was not provided by the customer. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: two unused companion samples were available for evaluation. Visual inspection observed no abnormalities with either of the samples. Additionally, a simulated use test was performed on both samples, with normal flow observed. The reported condition was not confirmed. A root cause could not be determined. No repairs were made as this device is a single use only device. No deviations were found in the batch review for lot st11j082. A customer reported to baxter (B)(4) of an il basic vented set in which there was an issue establishing flow during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. The customer then explained that they have been opening and closing the duo-vent a few times and that has been helping to re-establish flow to the set. No additional information is available.